Manufacturer narrative:
(B)(4). Batch # p58g3k. Investigation summary: the analysis found that one ec45a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One gst45w cartridge reload was loaded in the device. The cartridge reload was received fully fired and with several b-formed staples on the cartridge deck. In addition, a clip was found lodged behind the knife, resulting in the firing mechanism jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The clip was removed and the knife was fully returned by completing the return stroke and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please clarify what is meant by ¿and piece broke off while prying it open.¿? Did a piece of the cartridge break off? Or, did a piece of the actual device (i.e. Jaws) break off? If yes, did it fall into the patient? If yes, was it retrieved? If yes, is it returning with the device? Or, was the piece discarded? Did retrieval alter the procedure in any way? If yes, please explain.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the device locked on tissue and would not open. This happened on an unknown firing with an unknown reload and no buttressing material. The customer pried the jaws open to remove the device. There was no excess damage to tissue and piece broke off while prying it open. Procedure was completed with another device of the same product code. There were no patient consequences reported.